Event description:
Leg a machine would not "prime" on irrigation mode. Cassette refitted x 2. "Check fittings" on screen. Volume reached 408, would not fall below 3. Changed cassette; machine functioned properly.